Event description:
It was reported that the biomed had the arctic sun device that the user said wasn't reading the patients temperature correctly. Per review of wo notes, they had the biomed connect the 37-degree sim key and it read 34 degrees, they asked to try it with another cable and got the same result, they had them check the calibration screen and it said "calibration due" they recommended they do a calibration to see if that correct the issue. Per additional information received via mail on 15aug2025, this unit was one of their cicu units, in the heart tower. The calibration was successful, and the unit was good.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is the device needing calibration. Per review of wo notes, they had the biomed connect the 37-degree sim key and it read 34 degrees, they asked to try it with another cable and got the same result, they had them check the calibration screen and it said "calibration due" they recommended they do a calibration to see if that correct the issue. Per additional information received via mail on 15aug2025, this unit was one of their cicu units, in the heart tower. The calibration was successful, and the unit was good. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Service: contact medivance customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that medivance considers repairable. Calibration: see arctic sun® 5000 temperature management system service manual for calibration requirements and instructions. Per service manual baw2800549 rev. 2: calibration: to perform a calibration on the arctic sun¿ temperature management system, press the advanced setup button on the therapy selection screen. Press the start button and follow the on-screen directions. Refer to chapter 9 for additional instructions. 9.1 calibration test unit: a separate device, the calibration test unit (ctu) is required to perform periodic calibration on the arctic sun¿ temperature management system. For the theory of the operation of the calibration process, please refer to the ctu operator¿s manual that is included with the ctu. 9.2 when to perform a calibration or calibration check: 1. Calibration is recommended after 2000 hours of operation or 250 uses, whichever occurs first. The status of calibration is available in the advanced settings screen. 2. In addition, calibration may be required after replacing certain components (see chapter 8). 3. A calibration check confirms the device flow, ability to heat and cool, and the temperature sensing systems are all within specification. During the calibration check errors may be displayed with diagnostic information assisting with performance or calibration issues. After successful completion of a calibration check, a report is displayed showing a pass or fail status of all parameters checked. 9.3 calibration setup: 1. Remove fluid delivery line by flipping latch from right to left and attach ctu to arctic sun¿ temperature management system. Lock in place by flipping latch from left to right. 2. Attach three cables coming from ctu to pt1, pt2, and t0. 9.4 performing a calibration: to perform a calibration on the arctic sun¿ temperature management system, press the advanced setup button on the therapy selection screen. Press the start button next to calibration and follow the on-screen instructions. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that the user said wasn't reading the patients temperature correctly. Per review of wo notes, they had the biomed connect the 37-degree sim key and it read 34 degrees, they asked to try it with another cable and got the same result, they had them check the calibration screen and it said "calibration due" they recommended they do a calibration to see if that correct the issue.